Event description:
The customer reported that the image would intermittently go dark, resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.